Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The device was evaluated in response to the reported "failure to deploy". Blood was not observed in the delivery tube. Some evidence of blood was observed on the device indicating clinical use; however there was no blood on the seal or inside the delivery tube, which indicates no attempt to deploy the device into the aorta. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. Device measurements were taken. The values recorded were within the tolerance specifications. The presence of the seal assembly inside the loader, the absence of blood in the tube and the observations of the slide unlocked and the plunger fully depressed indicate that the device was inadvertently ejected into the loader prematurely. The instruction for use instruct the user not to unlock the slide or depress the white plunger until the delivery device is removed from the loader. Based upon the as-received condition of the device, the reported complaint for failure to deploy is unable to be confirmed. The as-analyzed condition of the device was identified as "premature deployment". The root cause of the as-analyzed failure is user error.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm would not deploy after loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 04:04 pm (gmt-5:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm would not deploy after loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects.